Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited unstable thresholds, no capture, and had dislodged. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.